Event description:
The pt experienced a surging or fading sensation in her area of paresthesia. Movement did not cause stimulation changes. X-rays were taken which did not show any obvious breaks in the wires. All bipolar electrode impedances involving electrode 1 were greater than 10,000 ohms. The hcp replaced the implantable neurostimulator system. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Neurostimulator additional analysis. Testing of the programmable features and output ranges determined the ins was functioning normally. Multiple conductors/wires are cut on the lead: however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits.